Event description:
It was reported that during an lap gastrectomy procedure, after firing, it was found that the cutting line did not complete and it was not stapled correctly. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.